Manufacturer narrative:
Customer was provided with a loaner and the display was sent to the company's repair ctr for further eval.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.